Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 200 mg/dl. Reportedly, the customer declined to provide back up insulin therapy.